Event description:
It was reported that there was an end of service (eos) message that "was in association" with three overdischarge events. It was indicated that the patient "did two sessions over yesterday" and "must have had one overdischarge prior." It was noted that the implantable neurostimulator (ins) battery depletion was not normal and there were normal impedance measurements. It was stated that the device was not charged in the past year and a half, at least. Later, it was further reported that the patient had an eos message because the device was not charged for "almost 2 years" and had her third power on reset (por). It was noted that the patient "will get it replaced." If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).